Event description:
After being connected, cerebrospinal fluid would not flow through the distal part of the catheter. The slits are not well coated with graphite so became adhered. The shunt worked after the catheter was replaced.